Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day following an ablation procedure, the patient presented in clinic for a device check. The pulse generator exhibited a diagnostics anomaly. No patient symptoms were reported. The device was explanted and replaced on (B)(6) 2015.

Event description:
New information confirmed the patient was in stable condition post procedure.